Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead replaced. Issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on their lead. As result, surgical intervention may be pending.